Event description:
Ethicon endo-surgery harmonic ace laparoscopic shears handpiece would not engage into the harmonic cord. The surgical technologist attempted several times. A new cord was also tried without success. A new "like" handpiece was opened, connected, and worked fine throughout the surgical procedure. Reason for use: laparoscopic sleeve gastrectomy and egd.